Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by cloudy pd effluent. The patient was not hospitalized for the event. Treatment for the event and the patient outcome were not reported. Action taken with dianeal and extraneal therapies was not reported. Additional information is not available.